Event description:
On (B)(6) 2009, the pt reported he noticed a "couple of drops" of moisture inside the cartridge chamber of his insulin infusion device. He stated it looked "like it was maybe leaking from the top." He said he used a tissue to dry out the chamber. During the report, the pt removed the cartridge from his device and the plunger remained attached to the piston rod. The pt successfully detached the plunger from the piston rod. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.